Event description:
It was reported that stent damage occurred and removal difficulty was encountered. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent balloon failed to inflate while it was being deployed. It was noticed that the outer edges of the stent flared which made it impossible to pull back into the guiding catheter. Everything was pulled back as a unit until it reached the radial artery and the des delivery system was cut at the hub so that a larger size sheath could be inserted. The radial artery had to be dilated to a larger size in order to advance a larger sheath to remove the stent. The patient received another stent the following day. No patient complications were reported and the patient was stable. It was further reported that the lesion was located in mid lad and did not involve a significant bend. There was no resistance felt while advancing the device in the guide catheter or over the wire before deployment of the stent and no other device present in the vessel when the issue occurred.

Manufacturer narrative:
Device evaluated by MFR: synergy xd 2.50 x 28 mm stent delivery system was returned for analysis broken and without the proximal section of the delivery system containing the hypotube and manifold. An examination (visual and via scope) of the crimped stent found stent damage on the entire stent length with stent struts lifted, stretched, and pulled distally over the distal balloon cone and tip. A measurement of the length between markerbands was taken and it was found to be 28.5mm. The balloon cones were reviewed, and some signs of some positive pressure were noted on the proximal balloon cone as it appeared slightly inflated. The distal balloon cone could not be reviewed as it was covered by the stretched stent. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a break of the hypotube shaft located at 55.3cm proximal to the distal end of the shaft. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a stretch (damage ) of the inner shaft polymer extrusion located at 6.5cm proximal to the distal end of the tip. Additionally, damage of the guidewire exchange port area was noted. Attempted to load a 0.0140 test guidewire but device wouldnt track due to damage on the inner shaft polymer extrusion. The device was soaked in a water bath and was attached to an encore inflation device. An attempt was then made to inflate the balloon to 18atm using an inflation aid attached to the broken region of the hypotube shaft however, pressure was unable to be maintained in the inflation device as liquid was observed leaking from the damaged guidewire exchange port region of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and removal difficulty was encountered. The mildly stenosed target lesion was located in the midlly tortuous and mildly calcified left anterior descending artery (lad). A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent balloon failed to inflate while it was being deployed. It was noticed that the outer edges of the stent flared which made it impossible to pull back into the guiding catheter. Everything was pulled back as a unit until it reached the radial artery and the des delivery system was cut at the hub so that a larger size sheath could be inserted. The radial artery had to be dilated to a larger size in order to advance a larger sheath to remove the stent. The patient received another stent the following day. No patient complications were reported and the patient was stable. It was further reported that the lesion was located in mid lad and did not involve a significant bend. There was no resistance felt while advancing the device in the guide catheter or over the wire before deployment of the stent and no other device present in the vessel when the issue occurred.

Event description:
It was reported that stent damage occurred and removal difficulty was encountered. The mildly stenosed target lesion was located in the midlly tortuous and mildly calcified left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent balloon failed to inflate while it was being deployed. It was noticed that the outer edges of the stent flared which made it impossible to pull back into the guiding catheter. Everything was pulled back as a unit until it reached the radial artery and the des delivery system was cut at the hub so that a larger size sheath could be inserted. The radial artery had to be dilated to a larger size in order to advance a larger sheath to remove the stent. The patient received another stent the following day. No patient complications were reported and the patient was stable.